Manufacturer narrative:
Product analysis: the device was discarded, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of a transcatheter bioprosthetic valve with this delivery catheter system (dcs), the anatomy was pre-dilated with no complications. The delivery catheter system (dcs) advanced through the body. Hypotension occurred when the dcs crossed the native annulus and the valve was deployed to 80%. The valve was identified as too deep and the valve was partially recaptured and partially deployed a second time. A seizure then occurred, and the valve was recaptured and pulled back from the aortic position. The patient became verbally unresponsive and blood pressure resuscitation was performed. The system was removed, and the procedure was aborted. A computed tomography (CT) head scan was performed and it was noted that the patient had a stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information reported that when the delivery catheter system (dcs)crossed the native annulus, hypotension occurred as the dcs was completely occluding the aorta due to the small effective orifice area (eoa). It was noted that the cause of the seizure could have been hypoxia or prolonged hypotension. The physician reported that it was unknown if the dcs caused or contributed to the stroke but noted that the advanced age of the patient and the calcified vessels did play a role in the stroke. No treatment for the stroke was administered and permanent disability did result. The computed tomography (CT) did not reveal a stroke; however, it was noted that the scan occurred within four hours of the symptoms and it may have been too early to confirm a stroke. The patient did not have a prior history of strokes. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.